Event description:
Clarification was received from the physician that the patient was never implanted with a vns device. Therefore, the high impedance report was confirmed invalid.

Event description:
It was reported that a patient was referred for full revision surgery due to high impedance. No further relevant information has been received to date.